Manufacturer narrative:
The device was received for evaluation. During functional testing , ec 345 was not reproduced. A review of the event history revealed ''system error 345 - thermistor disparity''. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. No component could be determined for causality . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.